Event description:
It was reported that when using the bd bactec¿ peds plus¿/ f culture vials (plastic), multiple bacteria were identified in maldi flex control, in an unspecified number of bottles no patient impact or injury reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event: it was reported that when using the bd bactec¿ peds plus¿/ f culture vials (plastic), multiple bacteria were identified in maldi flex control, in an unspecified number of bottles no patient impact or injury reported. B6. Relevant tests: maldi, phoenix, pcr there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#:3292898. D4. Medical device expiration date: 23-jul-2024. H4. Device manufacture date: 19-oct-2023. D4. Medical device lot#:3361758. D4. Medical device expiration date: 03-oct-2024. H4. Device manufacture date: 27-dec-2023. D4. Medical device lot#:4017890. D4. Medical device expiration date: 22-oct-2024. H4. Device manufacture date: 17-jan-2024. D4. Medical device lot#:4038410. D4. Medical device expiration date: 13-nov-2024. H4. Device manufacture date: 07-feb-2024. Investigation summary: catalog 442020. Batch no. 4038410, 3361758 & 4017890. Customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Product inserts states that care must be taken to prevent contamination of the sample during collection and inoculation into the bd bactec¿ vial. Prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depressed septum, or leakage. Do not use any vial showing evidence of contamination. A contaminated vial could contain positive pressure. If a contaminated vial is used for direct draw, gas or contaminated culture media could be refluxed into the patient¿s vein. Vial contamination may not be readily apparent. Prior to use, the user should examine the vials for evidence of damage or deterioration. Vials that are cracked or leaking, or display turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. Catalog 442020. Batch no. 3292898. Customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Upon further evaluation it was noticed that complaint received was from a product already expired. Investigation cannot be conducted to the retention samples since the product is already expired. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record was not reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. Product inserts states that care must be taken to prevent contamination of the sample during collection and inoculation into the bd bactec¿ vial. Prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depressed septum, or leakage. Do not use any vial showing evidence of contamination. A contaminated vial could contain positive pressure. If a contaminated vial is used for direct draw, gas or contaminated culture media could be refluxed into the patient¿s vein. Vial contamination may not be readily apparent. Prior to use, the user should examine the vials for evidence of damage or deterioration. Vials that are cracked or leaking, or display turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that when using the bd bactec¿ peds plus¿/ f culture vials (plastic), rastonio bacteria, identified in maldi flex control, were recovered from 4 patient bottle caps. New samples were taken and were negative. No patient impact or injury reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 3292898. B5. It was reported while using the bd bactec¿ peds plus¿/ f culture vials (plastic), an unknown number of bottles were contaminated. There was no report of patient impact. This record is being reopened to address the corrections required for CAPA pr (B)(4).

Event description:
It was reported while using the bd bactec¿ peds plus¿/ f culture vials (plastic), an unknown number of bottles were contaminated. There was no report of patient impact.